Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-80233.

Event description:
The customer stated that he had an insulin reaction while driving, and he side-swiped a car. The customer stated that he did not receive any alarms to let him know that his blood glucose was going low. The customer initially called to report low battery alarms. Troubleshooting was performed, and found that transmitter or charger may not be working properly. Advised the customer that a new charger would be shipped to her. Nothing further was reported.